Event description:
Failure investigation reported that the n65 monitor display was missing segments. The failure happened when the device was not being used on a patient.

Manufacturer narrative:
(B)(4). Root cause determined to be a poor connection with the display flex cable and universal interface (ui) printed circuit board (pcb). The display flex cable was re-seated and all the segments showed on the display.